Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call air bubbles anomaly. Customer advised the air bubbles appeared 1 hour after refill and they appeared near the o-rings. Customer was advised that replacements will be sent out and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one sealed and two open/used reservoirs. All reservoirs passed per inspection, and no air bubbles were found during analysis. Checked o-rings for defects, and none were found.